Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose was 220 mg/dl. Customer called in and stated that she trying to change her reservoir and tubing, but she is unable to do so. Customer states the display was not blank less than 30 seconds. Customer states display is blank currently. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. Customer inserted new battery but still blank. Customer was advised to leave the battery out for two hours than insert it again. Troubleshooting was not completed. Customer will call back if the issue reoccurred. Insulin pump will not return for analysis.